Event description:
Customer reported the system failed to xray. No injury was reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. The failure could not be reproduced. The system was tested and found to be working as intended and put back into service.